Manufacturer narrative:
The actual device was received for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the reported condition was duplicated. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was observed that the motor device "runs hot." There was no delay in the planned surgical procedure as a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.